Event description:
It was phoned in by the sales rep that the proplege coronary sinus catheter, pr9 was unable to deliver cardioplegia. The device was prepped without problems. Placed per our IFU under tee. When placed on pump the cs pressure "jumped up to 90." They believed the tip was curved upon itself. They repositioned the device and were unable to deliver cardioplegia. They removed the catheter and went with antegrade cardioplegia only for the case. There was no reported patient injury. The device was in place for 1 hour before use. Per sales rep, this is normal practice. The lot number is unknown. They placed 5000units per hospital protocol and used the device per our IFU. The physician believes there to be a clot in the catheter.

Manufacturer narrative:
The device has arrived into decontamination and is pending evaluation into root cause.

Manufacturer narrative:
It was phoned in by the sales rep that the pr9 was unable to deliver cardioplegia. The device was prepped without problems. Placed per our IFU under tee. When placed on pump the cs pressure "jumped up to 90". They believed the tip was curved upon itself. They repositioned the device and were unable to deliver cardioplegia. They removed the catheter and went with antegrade cardioplegia only for the case. There was no reported patient injury. The device was in place for 1 hour before use. Per sales rep, this is normal practice. The lot number is unknown. They placed (B)(4) units per hospital protocol and used the device per our IFU. The physician believes there to be a clot in the catheter. Evaluation: visual inspection of the returned device found no visible kinks or bends in the catheter shaft and no defects were identified on the tip. Testing performed on the device found no leakage on the c-sinus pressure lumen. The complaint that cardioplegia would not flow through the lumen could not be confirmed. Edwards has in place a technical summary related to this reported failure. Trends for this issue are in control and will continue to be monitored. Manufacturing records were not able to be reviewed due to the fact that no lot number was provided. There will be no pra or CAPA initiated at this time. The trend for this complaint type is in control. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.